Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio later confirmed with the biomedical engineer that he replaced the device's therapy connector assembly which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a loose therapy connector. The biomedical engineer further indicated that if he plugged a therapy cable into the therapy connector and wiggled the cable, that he would receive a "connect electrodes" message. This intermittent failure to detect that a therapy cable is connected could prevent the device from detecting that a patient was connected and either delay, or prevent, defibrillation therapy from being delivered if necessary. There was no patient use associated with the reported event.